Event description:
A malfunction was reported on the pump, displaying malf 3, with no notable events occurring prior and no adverse impact to the customer's blood glucose level. The customer, whose pump was under warranty, opted to use mdi as a backup insulin therapy. Technical support arranged for a replacement pump with updated software to be sent to the customer and provided instructions on returning the malfunctioning pump. The customer was informed about putting the pump into storage mode and the steps to take upon receiving the new pump.